Manufacturer narrative:
Cmp-(B)(4).unique identifier (UDI): (B)(4). Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tibial articular surface provisional was returned fractured. Further information has been requested but not yet received.

Event description:
No additional event information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned. Visual evaluation of the returned device shows the repeated use and is fractured on medial side of post. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined as the condition and frequency of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at the time of this report.